Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 514 mg/dl with high ketone levels; cause was not known. A manual insulin injection was used to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the pump battery could not be charged. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.